Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four endo gia* 60mm articulating medium/thick reloads. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reloads found no abnormalities. The file will be closed as tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, there was a problem loading the device. There was difficulty loading the loader to the cuff. The devices eventually able to be loaded but could not fire. The stapler was not able to fire. The surgeon was not able to squeeze the handle. To resolve the issue the stapler was changed. The surgical time was not extended by more than 30 minutes. There was no patient harm. The patient status is alive, no injury.